Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving baclofen (500 mcg/ml at 75.09 mcg/day in simple continuous mode) via an implanted pump. The patient¿s medical history was noted to be status post spinal cord injury and intractable spasticity. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient had a lack of therapy efficacy/return of spasticity after a previous catheter revision in 2023 (see manufacturer¿s report number 3004209178-2023-20190) where the catheter was moved from t10 to l2. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the catheter tip was moved from t10 to l2. With regards to diagnostics/troubleshooting performed, it was noted that per the patient, several dosing changes were made since the revision in 2023 in an attempt to reestablish therapy efficacy, however, the spasticity remained. Imaging confirmed catheter tip placement (date of imaging study unknown). A catheter revision was scheduled. The initial plan was to advance the existing catheter to the level of t10, but intraoperatively the surgeon decided to replace the entire catheter. The existing catheter was explanted with 24.2 cm of the catheter remaining in the right abdominal/flank subcutaneous tissue as the collect could not be accessed as it had been tunneled during the previous revision. A new catheter was implanted, advanced to the bottom of t10, tunneled to the existing pocket, and attached to the existing pump. The new catheter was aspirated and was patent. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.